Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that there was an alert due to a sudden increase in lead impedance. The patient was called by the clinic and it was reported that the patient was deceased. Follow up was completed and the cause of death was reported as cardiomyopathy, congestive heart failure and chronic lymphatic leukemia.